Event description:
It was reported that when using the bd pyxis¿ anesthesia station es printer was printing gibberish. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the printer was failed. A field service engineer shut down the device while windows updates ran for approximately 25 minutes, after which the printer was replaced. The machine was then booted, and customer attempted to print a receipt, but nothing was printed. The fse logged into the pyxis admin interface, deleted the duplicate printer from the printers and devices folder, set the remaining printer as the default, and rebooted the machine. The customer was subsequently able to print a receipt successfully. The system functioned as intended field service engineer repaired the device.